Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no incidents and/or complaints reported from this lot. Based on the information provided, a cause for the reported difficulties could not be determined. It may be possible that the distal shaft of the omnilink elite was kinked or collapsed in the anatomy preventing inflation of the balloon resulting in deployment failure; however, without having the device returned to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an iliac artery. Pre-dilatation was performed. An omnilink stent was advanced to the lesion but once the balloon was inflated to deploy the stent, the balloon failed to inflate. The device was removed, stent implant still on the omnilink. On the sterile table, the balloon was once again attempted to inflate, but failed completely. Another same size omnilink was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.